Event description:
The customer reported getting erratic readings from 2 different guide meters and 2 test strip vials of the same lot. On (B)(6) 2019 the patient received the following results within 10 minutes on system 1: 68 mg/dl, 462 mg/dl. On (B)(6) 2019 the patient received the following results within 10 minutes on system 2: 92 mg/dl, 215 mg/dl. On (B)(6) 2019 the patient received the following results within 10 minutes on system 1: 113 mg/dl , 264 mg/dl. On (B)(6) 2019 the patient received the following results within 10 minutes on system 2: 134 mg/dl, 266 mg/dl.